Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates surgical intervention took place wherein patient's entire system was explanted. Exact date of explant is unknown.

Manufacturer narrative:
D6b - date of explant is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's system is providing ineffective therapy. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.